Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
A risk manager reported that the patient presented with epithelial ingrowth in the left eye. The patient had bilateral lasik ten months ago, and was lost to follow up after her one day follow up visit. The surgeon performed a flap lift and scrape on the same day of diagnosis. Four days later, the bandage contact lens was removed. The patient reported that the "shadowing" in her vision (left eye) was much improved after the intervention. No further information is expected.